Event description:
During left ureteroscopy procedure , laser was being used, surgeon notified staff that a small plastic piece had come off during procedure. Piece was retrieved c-arm was being used for procedure - no evidence of any retained pieces.